Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they noticed their therapy was off earlier today. The patient said they called their healthcare provider (hcp) and they told them to change to program 3 and when they turned everything on it was on off. Reviewed therapy information and general programming guidance. During the call patient was able to connect to their settings and confirmed therapy was on. The patient was redirected to their healthcare provider (hcp) to further address their issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.